Event description:
It was reported that (1) scg45 was used during a gastric bypass procedure. It was reported by the rep that when transecting and stapling the stomach the gun was fired two times with tr45b reloads. A third time with tr45g reload. Upon inspection of the staple line the surgeon realized that the tr45g reload had been used and stomach was not completely closed. The surgeon also noticed misformed staples. It looks like staples were fired but did not form correctly. It is unknown how the case was completed. There was no consequence to pt.